Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was short. It was reported that this was a difficult case which required 5 stent grafts to be implanted. The position of the renal arteries was incorrectly marked and resulted in the inaccurate deployment of the bifurcated stent graft 4-5 mm below the level of the renal arteries. This required an aortic cuff to be implanted proximal to the bifurcated stent graft. There was good outcome. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusion: user error contributed to event (inaccurate deployment of stent graft 4-5mm below the renal arteries).